Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. The customer's doctor was unable to obtain more data off the insulin pump. He could not remember his blood glucose level. A bent infusion set cannula caused the customer to have a high blood glucose level. Since he was not receiving insulin the customer went into a diabetic ketoacidosis. He woke up in intensive care unit. The customer was hospitalized two years and one year ago due to a hyperglycemic event. He was wearing his insulin pump at the time of the 911 call. The customer was administered insulin drip. The product was not returned. Nothing further to report.